Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(4). Consumer reported after she inserted a tampon she realized the string was missing and was unable to remove the pledget from her vaginal cavity. She waited a few hours and was then able to manually remove the pledget. She did not seek medical attention and did not experience any adverse health effects.